Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended.

Event description:
Customer reported the system would not boot. No pt injury was reported.